Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Product ID# mc1vr01-delsys. Product event summary: the full delivery system was returned and analyzed. The analysis indicated that the lumen of the delivery system was torn. There was a deployment issue with the delivery system. The delivery system inner shaft was mechanically kinked/bent. Blood was observed in the lumen of the delivery system. Blood was observed on the device cup of the delivery system. Blood was observed on the recapture cone of the delivery system. The analyst noted the full delivery system was returned with the device partially recaptured in the device cup, the deployment button is in a partially deployed position on the handle. The inner shaft is kinked at 1.5 cm and 2 cm from the distal end of the recapture cone. The delivery system was able to deploy and recapture the device but with resistance due to the kink on the inner shaft and the torn lumen. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model: mc1vr01-delsys, expiration date: 14-may-2020, serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: yes, return date: 03-jun-2019. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes. Mfg date: 05-dec-2018. Labeled for single use: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of a leadless implantable pulse generator (ipg) the physician was unable to floss the tether of the delivery device. Stronger force was applied and intermittent loss of capture was noted while attempting to floss the tether. The leadless ipg was recaptured and tether movement was confirmed outside the patient. It was also reported that the physician again attempted to implant and the same issue reoccurred. It was noted the physician suspected there was kinking in the internal lumen of the delivery device. The ipg and delivery device were removed and replaced. No patient complications have been reported as a result of this event.